Event description:
Medtronic received a report that the patient had a urinary tract infection following a procedure where they had been implanted with 2 pipelines. The patient was hospitalized and given trimethoprim 300mg orally once daily for 4 days, and the event recovered/resolved on (B)(6) 2020. The event did not result in new or worsening of existing neurological deficits. The site and sponsor assessed the event as not related to the device or antiplatelet medication and possibly related to the procedure. The patient was undergoing treatment for 2 aneurysms. Both were saccular and located in the bifurcation branch of the left anterior cerebral artery. The first aneurysm had a max diameter of 3mm, dome height of 1mm, dome width of 1.6mm, and neck size of 1.7mm. The parent artery diameter was 1mm distal to the aneurysm and 1.7mm proximal. The second aneurysm had a max diameter of 4mm, dome height of 2.7mm, dome width of 4.3mm, and neck size of 4mm. The parent artery was 2mm distal to the aneurysm and 1.2mm proximal. Both pipelines were successfully implanted with wall apposition and neck coverage achieved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported urine mcs 400+ leuk.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.